Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with chest pain. No electrical anomalies were detected. It was determined that the lead had micro-perforated the heart. The lead was explanted and replaced with a passive lead. The patient's condition was stable after the procedure.